Manufacturer narrative:
Approximate age of device - 2 years and 8.5 months. Device evaluation: the pump remains in use supporting the patient. The replaced portion of the percutaneous lead was returned for evaluation. The report of low speed alarms and pump stoppages was confirmed based on the evaluation of the returned portion of the percutaneous lead (lead). Examination of the lead found that the entire braided shield layer of the lead had breakdown and was reduced to small particles. Electrical continuity testing of the lead found that the black and green wires were fractured. In addition, manipulating the lead during testing revealed an intermittent open circuit on the red and orange wires. The yellow and brown wires appeared electrically intact. Visual inspection of the wires found that the black and green wires were completely fractured at the metal connector. The insulation of the red and orange wires was breached at the metal connector and all of the inner conductors were fractured. The brown wire appeared intact, but the insulation was elongated and the inner conductors pulled apart upon manipulation, indicating that the majority of the inner conductors of this wire had also been fractured. The yellow wire appeared unremarkable. The black, brown, red, and orange wires comprise phase 2 and phase 3 of the three phase motor. At least one redundant wire from each phase must be intact for the pump to operate. An intermittent, simultaneous discontinuity in either the black and brown wires or the red and orange wires would have resulted in the low speed and pump stoppage events observed on the submitted log file. The events also could have resulted from an electrical short due to the exposed conductors of the damaged wires. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the lead. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced multiple red heart alarms while connected to batteries and to the power module. The patient was reportedly asymptomatic. The system controller data log file was reviewed by the manufacturer's technical services team and multiple low speed hazard, low flow alarms and pump stoppages were recorded in the log file. The alarms occurred while the pump was connected to batteries as well as while the pump was connected to the power module, indicating that multiple wires within the patient's percutaneous lead (lead) were potentially damaged. Evaluation of the lead by technical services found that the green and black wires were broken. While prepping the lead for distal-end replacement, it was also found that the braided shielding of the lead was severely compromised and no ground connection was available. The distal end replacement was completed successfully and testing of the lead afterwards found that all six internal wires were intact. No subsequent issues have been reported.